Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for thoracic system¿s ipg it was reported the patient experienced discomfort at the ipg site as the ipg was protruding. Reportedly the patient has lost significant amount of weight. Subsequently, the patient underwent surgical intervention on (B)(6)2017 wherein the ipg was relocated. The physician also added two extensions during the surgery. Reportedly the patient is doing well.